Event description:
This valve was explanted from the patient in 2005 revision. Additional narratives are required to the neurosurgeon. No patient injury was reported.

Manufacturer narrative:
The valve was returned dry instead of in sterile water. Analysis has to be done.